Manufacturer narrative:
Evaluation of monitor has been completed. The reported problem (will now power on) was confirmed due to contamination on multiple components of the ca board, including j502, leading to several power supplies being shorted causing the monitor to not power on. The root cause of the contamination was ingress of an unknown liquid. Lifevest patient instructions for use remind and warn patients not to expose the lifevest electronic components to liquids. There was no adverse event that resulted from the damaged monitor.

Event description:
A us distributor reported that a monitor will not power on.